Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, an adverse event occurred. The patient¿s father stated the urgent low audio alert was so low that he did not hear it when the patient experienced a seizure at 3:00am. Patient was given juice and two shots of glucagon by the father. The paramedics arrived but it was not confirmed if the patient received further treatment from the paramedics. At the time of contact, it was reported that the patient suffered an abrasion on the neck from the seizure but was in stable condition. Patient¿s father was instructed to increase the audio alert volume level on the phone. No product was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.